Event description:
It was reported that there were consistent communication difficulties with the patient's generator, and once communication was successful, the battery status fluctuated greatly within the same day. Generator data was received and reviewed. It was noted that shortly after the estimated charge consumed surpassed 7.5% and the 0.5 v offset to account for beginning-of-life battery impedance was removed, the battery voltage dropped and the 25% battery remaining indicator was flagged. Based on the estimated charge consumed, the generator is not expected to be in the 11-25% battery range. The patient's settings were compared to battery longevity tables, and based on the programmed settings it is not expected that the generator would be at the 11-25% range. Additionally, the measured diagvbat was very close to the 25% threshold, causing the tablet to sometimes display 11-25% range and sometimes display 25-50% range. The patient underwent generator replacement to avoid running out of battery. The suspect generator has not been received by the manufacturer to date.

Event description:
The suspect generator was received by the manufacturer and is pending product analysis. No additional relevant information has been received to date.

Event description:
Product analysis (pa) was completed on the returned generator. The premature battery depletion allegation was not duplicated in the pa lab. The output signal was monitored for >24 hours and there was no variation in the output signal. Comprehensive electrical testing showed that the generator performed according to all functional specifications. The measured diagvbat was 2.942 v, showing an ifi = no condition. Internal investigation identified that in some cases, pulse generators reach the 25% battery indicator earlier than expected, and later rebound to 75-100% without any significant programming changes. This behavior was determined to be due to an increased duration of high battery impedance during generator battery beginning-of-life. Based on the generator analysis and the information received to date, it can be concluded that the premature battery depletion was due to increased battery impedance, and there is no evidence of a device malfunction. No additional relevant information has been received to date.